Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 160 mg/dl. The customer stated that, prior to the hospitalization, she had just set up a new reservoir and tubing. The customer then looked down and saw that there was no insulin. The customer did not receive the insulin she had believed that she had received. The customer was treated with cranberry juice. Advised to monitor the insulin pump. Troubleshooting for a delivery anomaly was done. The customer agreed at the insulin pump was operating was designed and that there was no occurrence of a delivery anomaly. Advised to monitor blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.